Event description:
Same case as MFR's report #6000093-2006-01027). During a dialysis graft stenosis treatment procedure, the balloon catheter became stuck in the super sheath introducer sheath upon withdrawal. No pt complications were reported. Current pt status is unk.